Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Dexcom technical support received a call on (B)(6) 2011 reporting that patient experienced irritation with sensors. Patient's endocrinologist had been consulted but had no recommendations other than to contact dexcom. Dexcom technical support has made several attempts to contact this patient for further details but has received no response.